Event description:
The pt reportedly did not receive benefit from the cochlear implant due to auditory neuropathy. The pt had many reprogramming visits but became an inconsistent user. The pt's device was explanted. The pt was re-implanted with another cochlear device.